Manufacturer narrative:
Correction of occupation, e3 field.

Event description:
It was reported that this right atrial (ra) lead showed noisy signals over sensing and more than 2 seconds of pacing not delivered when required at the ra lead channel. There was also an atrial tachy response (atr) episode that showed intermittent noisy signals, which immediately results in an atr switch. Also, under sensing was observed. Also, noisy signals were observed at the evoke response channel. Ra lead impedance was stable, therefore a fracture was not suspected but an insulation issue was considered. The health care professional (hcp) stated that the thresholds have also increased. It was recommended to bring the patient to the clinic for in office evaluation. The ra lead remains in service at this time. No adverse patient effects were reported. According to the field representative, the patient was observed by a nurse practitioner. There were no adverse events and the plan is to monitor the patient. No changes to programming were completed and the origin of the events remain unknown.

Event description:
It was reported that this right atrial (ra) lead showed noisy signals over sensing and more than 2 seconds of pacing not delivered when required at the ra lead channel. There was also an atrial tachy response (atr) episode that showed intermittent noisy signals, which immediately results in an atr switch. Also, under sensing was observed. Also, noisy signals were observed at the evoke response channel. Ra lead impedance was stable, therefore a fracture was not suspected but an insulation issue was considered. The health care professional (hcp) stated that the thresholds have also increased. It was recommended to bring the patient to the clinic for in office evaluation. The ra lead remains in service at this time. No adverse patient effects were reported.